Event description:
An aneurx stent graft system was implanted into a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported to have severe disease progression. It was reported approx 46 months post stent graft implant that due to disease progression resulting in expansion of the iliac limb, there was a distal type I endoleak. It was reported the physician placed an iliac cuff extending down to the external iliac limb. The type I endoleak was received. No add'l clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results - (endoleak), (severe disease progression), conclusions - (severe disease progression). Other, secondary intervention.